Event description:
It was reported that during an angioplasty procedure a balloon rupture and removal difficulties occurred. The lesion being treated was located in a arteriovenous fistula. The physician advanced a 7.0 x 40mm x 40cm mustang balloon catheter to the target lesion. The physician inflated the device using a 10cc syringe followed by a 1cc syringe and the balloon ruptured circumferentially. During removal the device got stuck coming out of a 6f unknown sheath. Balloon fragments were retrieved with a snare. The procedure was completed with another of the same device. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR, eval summary, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.: examination of the returned device noted that the balloon material was torn circumferentially at approximately 28mm distal to the proximal transition zone. The device was returned within a sheath. The single lumen shaft was severely stretched and kinked along its length. The single lumen shaft was broken at 14mm proximal to the distal tip. The distal portion of the balloon is attached to the distal tip. The most probable root cause is user related. It is noted that the physician used a syringe to inflate the balloon material. The dfu states that the device is to be prepared using a luer-lock syringe and inflated using an inflation device with a manometer. (B)(4).

Event description:
It was reported that during an angioplasty procedure, a balloon rupture and removal difficulties occurred. The lesion being treated was located in a arteriovenous fistula. The physician advanced a 7.0 x 40mm x 40cm mustang balloon catheter to the target lesion. The physician inflated the device using a 10cc syringe followed by a 1cc syringe and the balloon ruptured circumferentially. During removal the device got stuck coming out of a 6f unknown sheath. Balloon fragments were retrieved with a snare. The procedure was completed with another of the same device. No further complications were reported and the patient's status is fine.